Event description:
It was reported that sensor failure event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed cracked on right plunger case. Customer?s reported issue was duplicated. Force sensor test error was found at power up and unable to calibrate the force sensor. The root cause of the reported issue was determined to have been caused by fluid ingression into the plunger head as a result of the customer's improper use of the pump. Actions taken to mitigate the reported issue: replaced the whole plunger assembly, plunger tube and plunger cable. Performed preventive maintenance and all functional testing. UDI information is unknown.